Event description:
It is reported that a customer received a blank screen on their insulin pump. The patient's blood glucose level was at 180 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer still had the issue after changing the batteries on the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was stuck with full segments after a battery was installed. No cosmetic damage was noted.

Manufacturer narrative:
The electronic assembly was disassembled and reassembled with no display anomaly noted during testing, the full segment display problem was isolated to electronics assembly. No blank display noted. The insulin pump received with cracked reservoir tube lip.